Manufacturer narrative:
Concomitant medical products- model: 1458q86, competitor lead; implanted: (B)(6) 2012 model: 1388t-52, competitor lead; implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was admitted with ventricular tachycardia (vt) requiring external defibrillation/cardioversion. Patient has a competitor cardiac resynchronization therapy defibrillator (crt-d) and the patient received shocks that did not convert the ventricular arrhythmia. Tip of rv lead was at the rv septum, so the physician decided to implant a dual coil rv lead with the tip in the rv apex. The defibrillation threshold (dft) testing was not successful, then a subcutaneous coil lead was added to the system and df testing was still not successful. The physician will evaluate the patient with the possible addition of a coronary sinus (cs) coil lead in the future. In was noted that the patient has a left ventricular assist device (lvad) system implanted and tolerates ventricular arrhythmias. No further patient complications have been reported as a result of this event.